Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 523 mg/dl. The customer was treated high with pump using pump. The customer had reported symptoms such as head hurts / sweating. Customer¿s high blood glucose level was 500 mg/dl at the time of the incident. Customer¿s current blood glucose level was reported as 249 mg/dl. The customer was assisted with troubleshooting. Customer stated that the drive support cap was normal. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. The product will not be returned for analysis